Event description:
The customer reported that a pt with an implanted pacer, expired. However, the monitor still showed a heart rate of 60 and did not alarm.

Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation. A supplemental report will be sent once the investigation is completed.